Event description:
Patient reported they provided a letter of recommendation from their orthodontist. In the letter the orthodontist states that the patient experiencing possible root resorption on the upper and lower incisors. These teeth are currently in traumatic occlusion, which is making the situation worse. It is recommended the patient stop treatment and re-evaluate for comprehensive orthodontic treatment in the future to fix the occlusion.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.